Event description:
It was reported that during a ladg procedure, the device could not be opened. Add'l suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h.4, 6.: info anticipated, but unavailable at this time.